Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was acting up intermittently. The patient would go to bed at 50% and the next morning the ins would be dead- they noted that the stimulator kept shutting off. They were able to turn the stimulation back on and the controller would show the ins was 70% charged. The implant would go from 60% or 50% to 0% in a couple of hours. They were on hd settings. The patient usually charged once per day but if the ins reached 50% it would drop to 0% in a couple of hours. They noted that it hurt when they recharged. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's therapy was turning off by itself. Impedances were around 900-1000 ohms and the representative checked all reference electrodes. The patient indicated that the issue of the therapy turning off was random and happened in different environments (e.g. Working in the factory, at home). The device was working well for the patient and the therapy issue wasn't related to a positional movement. The issue didn't occur at all from june to august and started 4-5 times since the end of august; the lack of stimulation occurred after adaptive stimulation was set up. The "lying front" position had an intensity of 0 ma. When the stimulation turned off, the patient had to manually turn stimulation back on. The representative interrogated the ins with their programmer and the recharging statistics were as follows: 90% average ending, 21 hours average recharge interval, 37 minute average recharge time. The patient reported that they started charging the ins anywhere between when the ins is 20-60% depleted and the sessions range from 34 minutes to just over an hour. Stimulation usage s howed 98%and there were no periods of "therapy unavailable". There was a period from the previous weekend in which the usage decreased and the patient confirmed that an instance of the ins turning off occurred then. No further complications reported.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the cause of the therapy shutting off was not determined. Rep told the patient to note when and where these events were taking place to try find the root cause. Information confirmed by physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.